Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he is trying to register to carelink. The caller stated the high blood glucose was 590mg/dl and treated with manual injection. The customer declined to troubleshoot for the high blood glucose. He attributes it to the site. The caller thinks it was the infusion set site because they previously used a metal needle and this one was plastic. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated concomitant products.